Event description:
Complaint alleges that during a lapse chole procedure, a clip broke at the hinge and fell inside the patient's abdominal cavity. Part of the clip was retrieved, but part was left in the patient and was not found. It was reported that there was no patient injury and the patient current condition is fine.

Manufacturer narrative:
Device history record (DHR) review did not show any issues related to this complaint. Visual inspection of the submitted photo of the defected device confirmed the failure mode "broken at hinge." No other defects were observed. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Failure mode "broken at hinge" could be confirmed with submitted photo of the defected device. However; it is necessary to receive the physical sample to perform a proper investigation, determine the root cause and to perform corrective actions. Manufacturer will continue to monitor and trend similar complaints.